Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope was unable to turn the way it's supposed to. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details could be provided and obtained the following: it was confirmed that the event occurred on 09/30/2022. The customer didn't have any specific procedure information in the system other than the fact that the endoscope wouldn't turn the way it was supposed to. She couldn't clarify on any other details as the event occurred quite some time ago. No images or patient demographics were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope for evaluation. The 30-degree endoscope was analyzed and found to have a damaged advanced endoscope adapter (aea) or friction issue, discolored housing, broken ic housing, ferrule connector light or mechanical damage, and cable damage at zone c. The complaint regarding unable to turn was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the 30-degree endoscope (470057-05/sf2025152) associated with this event has been performed. Per logs, the 30-degree endoscope instrument was last used in a procedure on 29-sep-2022 on system sk0400. The alleged instrument had 1888 use remaining after the last procedural use. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: was alleged that the endoscope moved with unintuitive motion. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.